Event description:
It was reported that; patient came to the surgeon's office with a report of bending and hearing a pop and muscle spasms (acculif collapse). At this point, no further surgical procedures are not required, but patient will be monitored.

Manufacturer narrative:
Method: device history review, complaint history review, risk assesment; result: the reported event of loss of height of the cage cannot be confirmed. The x-rays were not provided for evaluation therefore the level of reduction in height (mm) cannot be determined. A manufacturing review of the device was performed and indicated no discrepancies or anomalies of the reported device. Information regarding patient bmi, lifestyle and post-op activity level were not provided and cannot be evaluated. These may be contributing factors of early device failures. According to the instructions for use, patients involved in an occupation or activity that applies excessive loading upon the implant (e.g. Substantial walking, running, lifting, or muscle strain) may be at increased risk for failure of fusion and/or the device. Conclusion: failure of the implant could not be confirmed and therefore a plausible root cause could not be identified.

Event description:
It was reported that; patient came to the surgeon's office with a report of bending and hearing a pop and muscle spasms (acculif collapse). At this point, no further surgical procedures are not required, but patient will be monitored.